Manufacturer narrative:
The investigation found there was insufficient coagulation time, and sample tube filling volume; which is consistent with a pre-analytical issue. The investigation did not identify a product problem.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable result for 1 patient tested for elecsys hcg test system (hcgstat) on a cobas e 411 immunoassay analyzer. The initial hcgstat result was >10,000 miu/ml with a data flag. The sample was repeated with a 1:100 dilution and the result was 30221 miu/ml with a data flag. The hcgstat result of 30221 miu/ml was reported outside of the laboratory. There was no allegation of an adverse event. A field engineering specialist visited the customer on (B)(6) 2018 for a failed calibration on another test. He found that the failed calibration was caused by a sample/reagent tube that was not screwed in correctly. He tightened the tubing and primed the system. No leaks were detected. He adjusted the sample/reagent probe position. Calibration and qc testing was performed with acceptable results. The customer retested all patient samples from the week prior at a sister site. The hcgstat result from the same patient sample at a sister site was 259359 miu/ml. On (B)(6) 2018 the same patient sample was retested on the original analyzer at a 1:100 dilution and an hcgstat result of 325512 miu/ml with a data flag was obtained. Calibration and qc data on the day of the event was acceptable. The customer does not use disk adapters. The hcgstat reagent lot was 31981401 with an expiration date of 31-jul-2019. On (B)(6) 2018 a field engineering specialist visited the customer again due to the discrepant hcgstat results. He ran performance and qc testing all with acceptable results. Based on the qc and performance testing data provided, a general reagent and instrument issue can be excluded. The investigation is currently ongoing.